Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported a fluid loss and a large hole in the balloon at the time of replacement. The aus was explanted and replaced entire system and placed a tighter cuff 3.5. There were no additional patient complications reported.